Event description:
It was reported that the device exhibited inappropriate auto mode switch episodes due to far r-wave oversensing. The patient was asymptomatic. Programming changes were recommended. No further information is available at this time.